Event description:
It was reported the programmer had sparks, fire, and smoke coming out of the left side fan vent, right after it was turned on. The programmer was then shut off, unplugged, and taken outdoors, so it would not smoke up the office. It had been connected to a printer and was plugged into a power strip. Follow-up information was subsequently received reporting the patient was in the room at the doctor's office at the time of the event but was not connected to the device when it was turned on and the flames started to appear. There were no injuries as a result of this event.

Event description:
It was reported the programmer had sparks, fire, and smoke coming out of the left side fan vent, right after it was turned on. The programmer was then shut off, unplugged, and taken outdoors, so it would not smoke up the office. It had been connected to a printer and was plugged into a power strip. No injury or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) initial testing found the device would not power on. Further analysis found the power supply was out of specification in a manner related to the reported event. A resistor showed evidence of overheating and failure, which was the likely cause of the reported smoke, and a power mosfet was short circuited.